Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module vision acquisition (pmva) due to error 307. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the pmva.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) regarding error 307 occurring. The reported event persisted after the customer performed a power cycle on the system and system shut down. The csr was not on site at the time of the call with tse, and the system logs were unable to be reviewed to assist with troubleshooting. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The personality module vision acquisition (pmva) was analyzed and system logs found error 307 had occurred in the field. A visual inspection found no related issues reported. The pmva was installed onto an in-house system where the component functioned as expected. The in-house system was set to run video test, 10 minutes sine cycle, 10 power cycles and sitting idle for one hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.